Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: PMA / 510(k)#. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a pca module not detecting the correct loaded syringe was confirmed through laboratory testing to be due to the device requiring calibration. Syringe detection testing confirmed the device not being able to accurately detect the correct installed syringe. Preventive maintenance and calibration were performed on the suspect pca module through alaris system maintenance (asm), passing all test as required. Functional testing performed showed the pca module working as expected and to be within specification. Inspection of the suspect pca module observed a cracked barrel clamp and two broken posts. The review of the suspect pca module and concomitant pcu error logs showed no records associated to the reported incident. The review of the concomitant pcu event log showed that on 6apr2025 at 12:24 am, the patient requested a pca drug dose. The detected syringe was a bd 50ml syringe with a detected volume of 12.9745ml. The primary volume infused (pvi) was recorded as 47.982ml, an accumulated total from previous infusions. The dose was administered with a volume to be infused (vtbi) of 3ml and a rate of 150ml/hr. Between 12:53 am and 1:45 am, two more doses were requested by the patient and administered. The pvi was recorded as 56.982ml. Between 1:55 am to 1:59 am, the channel alarmed for door open. The channel then alarmed for check syringe. The user selected the channel and the syringe selection screen was displayed. The user pressed the cancel softkey. The user selected the channel and exited the syringe selection menu for a total of 10 times before channeling off the pca module. Use the bd alaris system maintenance software to perform calibration and preventive maintenance. Contact bd technical support for help obtaining or using bd alaris system maintenance software. After performing any calibration procedure, always perform the associated verification test. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the pca module not detecting the correct syringe was determined to be due to the device requiring calibration. Note that this report lists imdrf annex a040502, a0401 g04037, g02017, g04090, c0601, c07, d0302 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer staff attempted to change morphine pca syringe, but the only option available under channel select was "im 30ml prefill, however that was not the correct option. Alaris pump was turned off and turned back on to update to current settings. Option remained the same. There was patient involvement however outcome is unknown.

Event description:
It was reported by the customer staff attempted to change morphine pca syringe, but the only option available under channel select was "im 30ml prefill, however that was not the correct option. Alaris pump was turned off and turned back on to update to current settings. Option remained the same. There was patient involvement however outcome is unknown.

Manufacturer narrative:
Omit : a0709 - device sensing problem (2917), g03012 - sensor, c0201 - electrical/electronic component problem identified. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer staff attempted to change morphine pca syringe, but the only option available under channel select was "im 30ml prefill, however that was not the correct option. Alaris pump was turned off and turned back on to update to current settings. Option remained the same. There was patient involvement however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.